Manufacturer narrative:
Co has completed the analysis of the segment of an 8 m i.d. Thin walled fep ringed gore-tex vascular graft with removable rings removed from your pt, mr # 436523. Representative 35 mm slides illustrating the gross appearance of the submitted graft segments are enclosed with the completed report. Graft was placed as an axillo-femoral bypass. The graft reportedly tore at two and one half months following surgery while the pt was swinging ax to chop woodl. Each lot of thin walled ringed gore-tex vascular graft with removable rings undergoes comprehensive testing and inspections prior to release for distribution. Representative samples from each lot are tested for mechanical strength, suture retention strength and resistance to aneurysmal dilatation. A review of mfg and testing records verified that lot met all pre-release specifications. Quality assurance testing confirmed that the graft met specifications for material tensile strength and suture retention requirements. Gross and sterioscopic examination of returned graft revealed one cut end. Opposite end was partially torn and cut and apparently represented heel portion of beveled anastomosis. At anastomotic heel, tranverse tear and cut edge were observed. Suture pull-outs wee associated with the cut edge of anastomotic heel. Outer reinforcement was missing from around torn and cut edges. Tear appeared to originate at one of suture pull-out sites and propagated toward opposite side. Although co was unable to determine exact cause(s) for graft disruption, co's findings of suture line dehiscence and circumferential tear are indicative of excessive longitudinal stresses placed on graft. Factors that may contribute to stresses on graft include: placing anastomosis too far out on host artery; insufficient graft length for full limb extension; or an anastomotic angle greater than 25 degrees relative to cut edge of graft. In addition, graft suture retention strength can be seriously compromised if reinforcing film is removed or disrupted.

Event description:
The graft was placed as an axillo-femoral bypass. Approx. 2 and 1/2 months postoperatively, while the pt was swinging an ax to chop wood, the graft disrupted mid-graft. The disrupted graft portion was removed.